Manufacturer narrative:
A ge service representative performed an onsite investigation. Two fuses were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system would not turn on and there were issues with the power socket. No patient injury was reported.